Event description:
A piece broke off during an intubation. The pt is fine, but experienced swelling. Mcgill forceps were used to extract the broken piece and the pt was notified what happened once they recovered. They used the glidescope and mcgill forceps to complete the procedure.

Manufacturer narrative:
The product was returned fo revaluation. Delamination, crack in 3 pin area and tip cracked were the confirmed defects. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.